Event description:
It was reported that at approximately 0355 am there was spontaneous portal occlusion during perfusion. The device user noted that they had heard a pinch valve engage and had immediately checked the circuit. They discovered that the portal pinch valve (ppv) was engaged and flow was occluded. The soft-shell reservoir had become full and inflated. The du then called over the surgeon and a low portal flow message code had alerted. The device user (du) was able to do a reset and perfusion was restored.

Manufacturer narrative:
A service engineer (se) evaluated the device at the customer site. The se completed general inspection and did not find any issues. All testing was completed successfully without issues. A clinical specialist (cs) reviewed device data and found that flows and pressures were stable during the event.